Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. As a result the patient was hospitalized and a revision procedure was performed. The rv lead was removed and replaced. No additional adverse patient effects were reported.